Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited a high out-of-range pace impedance measurement of 2,053 ohms. It was noted that the patient was seen in clinic the day before and the lv pacing configuration changed to lv tip to electrode 4. Technical services (ts) reviewed that this change may have contributed to the observed measurement as the device was now using of the spring contacts. The health care professional (hcp) plans to bring the patient back in for reprogramming. This crt-d and lv remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited a high out-of-range pace impedance measurement of 2,053 ohms. It was noted that the patient was seen in clinic the day before and the lv pacing configuration changed to lv tip to electrode 4. Technical services (ts) reviewed that this change may have contributed to the observed measurement as the device was now using of the spring contacts. The health care professional (hcp) plans to bring the patient back in for reprogramming. This crt-d and lv remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction h6 field evaluation conclusion codes updated h10 field additional MFR narrative updated as the verbiage is no longer applicable.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited a high out-of-range pace impedance measurement of 2,053 ohms. It was noted that the patient was seen in clinic the day before and the lv pacing configuration changed to lv tip to electrode 4. Technical services (ts) reviewed that this change may have contributed to the observed measurement as the device was now using of the spring contacts. The health care professional (hcp) plans to bring the patient back in for reprogramming. This crt-d and lv remain in service. No adverse patient effects were reported.